Event description:
An optometrist reported that a patient received treatment from different health care professional for a corneal ulcer (location not provided) associated with wear of air optix night & day aqua lenses. No treatment information was provided. Request has been made for further information, however no additional details have been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." As there was no product returned or lot information provided, no detailed investigation can be performed.